Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg. Suspected cause was due to the customer¿s personal profile requiring adjustments. Recommendation was made to consult with a healthcare provider regarding diabetes management.